Event description:
It was reported that the patient was charging more frequently. The patient underwent an ipg replacement procedure and was doing well post-operatively. Explanted ipg will not be returned.